Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless valve was sticking down.